Event description:
It is reported during an unspecified procedure using an evis exera iii duodenovideoscope, the physician perforated the patient's throat (esophagus) upon insertion of the scope. The physician stated that she did not think the scope was the cause. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.